Manufacturer narrative:
Pr#: (B)(4).

Event description:
The customer reported the ventilator is alarming with an oxygen not available message. It was reported the unit was in use on patient, but no patient harm.